Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was broken during a procedure. All components are retrieved from the patient, no delays in theatre.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> conclusion and justification status: the complaint states it was reported that the instrument was broken during a procedure. All components are retrieved from the patient, no delays in theatre. The investigation confirmed that the impactor had broken expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune impactors have been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. A field safety notice was issued in (B)(6) stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA-(B)(4) has been initiated and can be referenced for further details. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.